Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal does not rotate. The user completed the procedure using a backup synchroseal with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the findings did not replicate or confirm the customer reported even of instrument not rotating. The instrument was tested on an in-house system. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing. Additional unrelated observation(s) not reported by site: the instrument was found to have a completely missing jaw cover. The missing jaw cover measured roughly 0.590" x 0.249". The jaw cover was not returned with the instrument. The instrument was found to have broken cut electrode. Visual inspection revealed that the broken pieces were axially aligned along the tip of the cut electrode. The broken pieces were not returned with the instrument. Size of missing piece measures approximately 0.038" x 0.015". The internal blade was exposed. The instrument was found to have thermal damage on the cut electrode. Visual inspection found the cut electrode thermally damaged on the jaw. The instrument was placed on in house system and passed engagement and recognition tests. The seal test was performed and passed. The probable root cause of the missing jaw cover and broken cut electrode were attributed to the user. The probable root cause of cut electrode thermal damage is attributed to component failure.